Event description:
Pt reported she has been experiencing air bubbles in the insulin cartridge of her infusion device from (B)(6) 2011 which caused her to feel very ill and on one occasion to be hospitalized. Pt stated she feels her infusion device is faulty. Pt reported she experienced elevated blood glucose levels and ketones. Pt stated on (B)(6) 2011 at approximately 7:30 am, she called an ambulance and was admitted to the hospital and stayed for approximately 6-7 hours. Pt reported she had a blood test, was treated by a doctor and was placed on a drip and given 4.0 units of rapid acting insulin via injection. Pt stated she went to see her diabetes educator at the hospital on (B)(6) 2011 and stayed for approximately 1 hour but was not admitted. Pt reported upon discussion with her diabetes educator, 4.0 units of insulin was injected. Pt stated her blood glucose level ranged from approximately 21.0 mmol/l (378 mg/dl) to 26.0 mmol/l (468 mg/dl). Pt's exact readings could not be given. Pt reported on (B)(6) 2011 her blood glucose levels ranged from approximately 24.0 mmol/l (432 mg/dl) to 31.0 mmol/l (558 mg/dl). Pt's exact readings could not be given. Pt's normal blood glucose range was not provided. Pt stated her blood glucose levels are still high and she is still experiencing nausea. Pt reported she is feeling better now but is improving slowly. Pt is currently using a competitor's infusion device. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.